Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 398, 115 and 116 mg/dl when testing was performed 1 minute apart on the compact system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. Reporter indicated another back to back comparison on the same compact system was performed on a different day of 428 mg/dl versus 98 mg/dl when testing was performed one minute apart. No actions were taken or treatment reported for either comparison. A request was made for the return of the suspect device and replacement product was sent.